Manufacturer narrative:
A potential root cause for the report of hematuria and increased lactate dehydrogenase (ldh) level was confirmed during the evaluation of the returned device. Examination of the pump¿s blood-contacting surfaces found red, denatured, tissue-like thrombi in all three of the rotor vanes. A thrombus of similar color and texture was also observed in the outlet stator. The tissues were not adhered and did not appear laminated, indicating that the thrombi did not likely form on the rotor or in the outlet stator. The thrombi could have contributed to the report of hematuria and increased ldh level. The evaluation could not conclusively determine the origins of the thrombi. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2016 after presenting with increased fatigue, worsening shortness of breath, hematuria, lower-extremity edema, and jaundice. The patient had a lactate dehydrogenase (ldh) level greater than 2500 u/l, plasma free hemoglobin level greater than 150 g/dl and a haptoglobin level less than 10 mg/dl. The patient was treated with heparin and integrilin. On (B)(6) 2016, the patient¿s inr had been 1.2 as compared to an inr goal of 2.0-2.5 and the patient was started on a lovenox bridge. On (B)(6) 2016, the patient's inr was 1.7 and lovenox was discontinued. Upon admission on (B)(6) 2016, the patient¿s inr was 1.8. A echocardiogram ramp study showed that pump power and estimated pump flow values remained the same despite increases in pump speed. A system controller log file was submitted to the manufacturer¿s technical services representative for review. An increasing trend in pump power values along with a decreasing pulsatility index value was observed. On (B)(6) 2016, the patient underwent a pump exchange.